Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) repair surgery. The existing ipp was removed with no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) repair surgery. Additionally, the patient experienced suppuration and fungal infection in the scrotum. The physician suspects the device did not cause or contribute to the infection. However, the ipp was removed with no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) repair surgery. Additionally, the patient experienced suppuration and a fungal infection in the scrotum. However, the physician believes that the infection is unrelated to the device. The ipp was removed without any additional complications for the patient.

Manufacturer narrative:
Correction made to b2 outcomes attributed to adv event, b5 describe event or problem, h6 patient codes, and h6 evaluation conclusion code.